Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via submitted log files. Review of the controller event log file showed a backup battery fault alarm on 29jan2026. The alarm was associated with the backup battery not passing the load test. The alarm remained active until the system controller was exchanged later on 29jan2026. No other notable alarms were observed. The alarms did not affect the controller's ability to support the pump. Additional information reported that the system controller exchange had resolved the alarm. The returned system controller (serial number (B)(6)) was functionally tested and performed as intended throughout all testing. Load tests were initiated after extended testing of the controller and battery was performed, and atypical alarms were unable to be reproduced. The root cause of the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to investigate backup battery faults. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) (rev. D) and patient handbook (rev. A) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced backup battery faults. The event log file captured backup battery faults starting 29jan2026 at 0057 and continued for the remainder of the log file. The system controller was exchanged and the alarm resolved. It was noted that the patient tolerated the exchange well.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.